Event description:
Boston scientific received information via the patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance (sli) measurement. The cause of low sli was not determined. Boston scientific technical services (ts) discussed the most recent events and there was no noise on the electrogram (egm). Further, trouble shooting measures were discussed. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was severed 120 millimeters (mm) from the terminal pin. Two segments totaling a length of 800mm were returned. Blood and body fluid were noted in the lumens. There was laser extraction damage in the insulation. The distal end of the proximal spring electrode was separated from the lead body insulation. Visual inspection noted that the trilumen insulation was abraded through to the rs- and proximal hv lumens approximately 315-340mm from the tip. There was webbing damage noted between all the conductors in this area as well. Microscopic analysis indicates the damage was initiated by a localized compressive stress on the tubing surface. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region.

Event description:
Subsequent information indicates that the patient underwent a surgical revision procedure where both the lead and device were explanted. The products have been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that the system displayed additional low, out of range shock impedance measurements. Noise and oversensing was also observed. Isometrics were not able to reproduce the noise. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.